Manufacturer narrative:
The reported event was confirmed as manufacturer related. Per the sample returned, the lumen was observed with a poor flat/blown. The defect could have occurred during the wire pressing process, due to the wire not adhering to main former, this caused the sprung wire / flat (bifurcation, shaft wire end). The sample was examined under a microscope and was identified as manufacturing related. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the balloon asymmetrically inflated during a pretest. Per email received from investigator on 18-feb-19, sample evaluation observed a flat/blown area on the lumen. Per email received from investigator on 27-feb-2019, the damage that was found during evaluation did not cause the balloon to be asymmetrical.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon asymmetrically inflated during a pretest. Per email received from investigator on (B)(6) 2019, sample evaluation observed a flat/blown area on the lumen. Per email received from investigator on (B)(6) 2019, the damage that was found during evaluation did not cause the balloon to be asymmetrical.